Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/18/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings:a review of the pump black box data revealed a cs 078-0008 and a cs 064-0008 call service alarm. No alarms were duplicated during investigation. The pump case was removed, and corrosion was observed on the motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.